Event description:
It is reported that in 1996 pt underwent left total hip replacement. In 2001 the left hip was revised where intraoperatively the femoral stem was found loose and the greater trochanter was noted to have fractured.